Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. There was no anomalous resistance during removal of protective device. The device had been prepped prior to use with no issues noted. The target lesion in the rca exhibited 99% stenosis, moderate tortuosity and excessive calcification. There was no stenosis proximal of the lesion site. No previous stent implantation proximal of the lesion. Resistance was encountered when the resolute integrity device was passed through the lesion site (it was felt at the calcified site that was short of the lesion site. It was reported that the device was damaged passing through the lesion site - the distal tip was deformed and the stent was flared. Several attempts were made to cross which resulted in the distal tip and stent becoming damaged, the stent flared. No resistance was felt with mating device during delivery. The device was removed and procedure completed with another device. There was no removal difficulty of the relevant device from the patient. The physician commented that the condition of the lesion site was one of the causes of the deformed distal tip. No patient injury.